Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d4. Correction to e1/establishment name of the initial report: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water and moisture may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to break. This may have resulted in the subject event. There are chipping and scratches were observed on a-rubber (bending section cover) of the insertion section and a possibility that external stress of bumping or dropping may have caused the image sensor damaged to be broken. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for ltf-vh chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the laparo-thoraco videoscope displayed no image and color bars are marked. There were no reports of patient harm.

Manufacturer narrative:
E1: the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.